Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient felt a strong stimulation in the pelvic area saturday night. The patient decreased the settings and turned off the stimulator but still felt stimulation. There was no trauma or fall that could have affected the device. The patient is seeing her healthcare professional on monday and will discuss about the issue. No further patient complications are anticipated or expected as a result of this event. No further information was provided.